Manufacturer narrative:
Continuation of d10: product ID: 8840; product type: multiple therapy product. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving dilaudid .99 mg/day 3mg/ml via implantable pump. It was reported that the patient was admitted into a hospital as they had symptoms of withdrawal. The managing physician missed the end of service (eos) ((B)(6) 2025) and knew weather was causing refill delays, but the issue was pump reaching eos without being replaced. The hospital was managing the symptom with orals/IV. The managing physician was not aware of the eri date and need to replace the pump as they were not implanted in massachusetts but rather out of state. The team was coordinating to replace the patient pump but the was having unrelated cardiac issue that need to fire be resolved. The healthcare provider has no further information. The issue was not resolved. Additional information was provided from a healthcare provider (hcp) stated that the physician used 8840 to interrogate the pump and the patient pump showed expected eos. The patient was in the hospital with shaking, nausea, vomiting and increased pain. The agent explained that the pump was in end of service (eos) and managing physician to be contacted. The patient will be medically managed. Additional information was provided from a healthcare provider (hcp) stated that the patient supposed to be discharged to replace the pump however, the patient had cardiac issue unrelated to the pump, so they continued to manage the patient symptoms with IV and oral medication. The physician will replace the pump once the patient is stable.